Event description:
Penumbra 5max ace reperfusion catheter was reported to of come unwrapped and separated during use. No additional details about case have been made known to penumbra after multiple attempts of contacting the physician.

Manufacturer narrative:
Results: the catheter is fractured approximately 121.0 cm from the hub. There is also approximately 28.0 cm of the distal shaft detached from the fracture. The catheter has multiple kinks in the proximal shaft start from the hub moving distal approximately 24.0 cm. Conclusion: the complaint has been evaluated. The distal portion of the catheter appears to have been stretched. It appears that the catheter was manipulated in some way causing the device to be stretched beyond the tensile strength of the material, eventually causing it to break. The cause of this cannot be determined from the complaint description which simply states that the device was, came" unwrapped and separated. There were multiple kinks in the proximal end of the shaft distal of the hub. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.